Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, and a minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, blank display. The customer stated the numbers on their keypad were scrolling. Customer's blood glucose was 250 mg/dl at the time of the call. The customer states the insulin pump was exposed to humidity, during shower. The customer sates the pump went after moisture exposure and now there is a delayed response from the keypad. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.